Event description:
A customer contacted (B)(4) regarding assistance with the homechoice (hc) unit during draining. Per the initial report, the nurse stated that the home patient (hp) had disconnected himself while the machine was draining. (B)(4) assisted the (hp) nurse to end therapy and restart with new supplies. The nurse stated that she would contact the physician before ending therapy. Product surveillance contacted the care giver (cg) on (B)(6) 2010 and she stated the hp was trying to show her how to perform therapy and he ended up disconnecting the patient line from his transfer set. The hp unscrewed the blue cap from the patient line and was holding the line in the air because he didn't want solution to run out. She stated that the nurse was aware and they ended therapy and started over with new supplies. She stated that the hp sometimes gets aggravated and because he was on pain medication at the time, it probably made him more confused and that was why he decided to disconnect during the drain. She stated that the hp is currently resuming dialysis therapy and did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time, if additional information becomes available, a follow up MDR will be sent.